Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31590881l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and after ablation, when the octaray was removed, char was confirmed to be attached to the catheter. The char was wiped off. Since there were no changes in the patient's condition, the procedure was continued at the physician's discretion. No patient consequences were reported, and no neurological symptoms were reported since the procedure was completed.

Manufacturer narrative:
On 3-jul-2025, bwi received additional information regarding the event. The char was on the tip electrode. No error messages nor product problem were observed prior to the char's discovery since the catheter was used for only bb, therefore, the carto3 and ultrasound machine were not connected. The activated clotting time was 350 seconds. There were no ablations greater than 60 seconds or in excess of 25 grams of force. Heparinized normal saline was used for irrigation. There were no issues related to temperature or irrigation noted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).